Event description:
A renegade microcatheter was being prepared for use during a therapeutic procedure. When flushing was performed at preparation, a leak was noted at the middle of the shaft.

Manufacturer narrative:
This device has not yet been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between the device and the cause for this event. Our directions for use outline proper placement, access and maintenance for this device.